Event description:
(B)(4). Extreme pelvic pain. Lower back pain. Two hard lumps have appeared. I'm dizzy and disoriented. Some memory loss and shortness of breath. Shooting pains in my right side. Neck cramps and headache.